Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon tried to clamp the tissue, however the jaws did not close. Instrument was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with an articulating vascular/medium reload for functional testing. It was observed that when the instrument handle was actuated the reload jaws would not clamp. The instrument was disassembled for examination of internal components. This examination found damage to an internal component. The damaged component prevented the reload jaws from clamping when the instrument handle was actuated. Further evaluation determined that the damage occurred during the assembly process. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of jaws will not close. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.